Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise resulting in multiple noise reversion episodes. The noise issue was further confirmed during in-clinic device check. The ra lead noise was oversensed and caused pacing inhibition. The electrical measurements for both leads were normal. Both the ra and rv leads were explanted and replaced. The patient was in stable condition.